Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges chair was too fast and she ran into her bed causing injury.

Manufacturer narrative:
The provider made programming adjustments and tightened the joystick. Device is working properly.

Event description:
Consumer alleges chair was too fast and she ran into her bed causing injury.